Event description:
It was reported that (2) pmw35 were used during an unknown procedure. It was reported by the rep that the surgeon was using pmw35 and found the stapler "clinging" to the staples after firing. Used another stapler and found the staples were also "clinging" to the stapler. Opened another device to complete the case. There was no consequence to pt.